Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service on (B) (6) 2010 alleging that the one touch ultrasmart meter was prompting the error 5 message. The pt reported that the reported issue first occurred 5 days prior to calling lfs. The pt is on insulin therapy and reported not taking any actions in regards to her usual routine of diabetes management. The pt alleged that she developed symptoms of feeling tired, shaky, and lethargic five hours after the onset of the reported issue. The pt did not seek or receive medical treatment. According to the troubleshooting performed with customer service, the pt was using incorrect testing steps. The csa discovered that the pt was incorrectly applying the sample. The csa walked the pt through a retest and the issue was not resolved. The csa confirmed with the pt that the sample as completely drawn in. Replacement products were sent. This complaint is being reported since the pt developed symptoms suggestive of hypoglycemia following the onset of the unresolved alleged issue.